Event description:
It is reported that the stem and liner were revised due to liner disassociation.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No other complaints of any type have been reported for this lot of liners. The zimmer trabecular metal shoulder system instructions for use included with the liner states "complications and/or failure of shoulder prostheses are more likely to occur in pts with unrealistic functional expectations, heavy pts, physically-active pts, and/or with pts who fail to follow through with the required rehabilitation program. Physical activity can result in loosening, wear, and/or fracture of the implant." The activity level of the pt is unknown. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Based on the investigation, the need for corrective action is not indicated.